Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was asymptomatic with a gradient of 7 mm hg and "mild plus" paravalvular leak (pvl) which increased to moderate twenty-four hours post-valve implant. No treatment was provided. The implanting physician was concerned the valve had migrated. Two days following valve implant, a computed tomography (CT) was performed to determine the cause of increased pvl. Seven days following valve implant, CT results confirmed the implant position of the valve was above the native valve annulus. It is unknown when the valve dislodged from the initial implant position. Fourteen days following valve implant, a non-medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported.